Event description:
Healthcare professional additionally reported "any creases," no obvious hole," and "seemed to be a small ant on outside shell." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. ¿ crease/folding of implant: observed creases on the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed deformation on the device. ¿ split in patch area due to a workmanship. A further investigation is requested to review the workmanship observed. Further investigation results: according to the device analysis performed in the laboratory, it was observed split in patch area, it is out of specification per qa 199.04 (ss). According to the analysis review the event rupture was not observed, and it was observed the event of crease/folding of implant, however, it does not have relationship with the workmanship. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 6.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side "deflation". Event captured as rupture as device is silicone. Healthcare professional reported later reported "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture." Device remains implanted.